Event description:
It was reported that during remote follow up, variable p-wave amplitude and noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.